Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, it was reported that a revision was performed to replace the femur and resurface the patella. There have been three attempts to obtain information, however no relevant supporting clinical information has been provided, and there is no report of the patient's current condition. Therefore, based on insufficient information, a clinical assessment cannot be performed at this time. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed. Femoral component was replaced.